Event description:
The customer reported via phone call indicating that the insulin pump had a bolus anomaly. Customer's blood glucose was 139 mg/dl. The customer was advised that we could check the device and to review the bolus history. After the troubleshooting was done, customer was advised that the device woudl be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional testing. Including the displacement, rewind, basic occlusion, occlusion, prime, no delivery tests, and self-test. No unexpected white spot display or display anomaly noted. The device was programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen. No bolus history anomaly noted. The device had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.